Manufacturer narrative:
Additional information b5: medtronic received information that during use of a bio-console 560 instrument, it was reported that the machine battery could not store electricity. After disconnecting from the main supply, the machine automatically shut down. The battery of the centrifugal pump blood control monitoring system in use began to alarm when checking the equipment. The machine battery could not store electricity. After disconnecting from the main supply, the machine automatically shut down. The equipment department engineer was immediately contacted. The engineer went to the site to check and found that the battery was indeed unable to keep the machine running when the main supply was cut off. The distributor was contacted to order a new battery. On (B)(6) 2024 the battery was received. Because the patient had been bedridden, replacement could not be done and had to wait until the patient got off the machine. On (B)(6) 2024 the manufacturer's engineer came to replace the new battery, and then it could maintain normal operation after the power outage. There was no adverse patient effect associated with this event. A hand crank was not required to maintain flow. Correction b3: the event date has been updated as information was received stating that the event that was reported in 2184009-2024-00689 was a duplicate of the event reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that there was a battery issue. The use of the instrument was unknown. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Note: instrument evaluated in the field but results pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported battery issue was verified during service. The issue was resolved by replacing the battery*2. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that it was known that the battery had a defect because when tested one was 17.25v and one was 9.75v. The battery had been installed in the instrument for four (4) years. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.